Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor error test, excessive no delivery test and displacement test. No unexpected radio frequency error alarm noted during testing. However, unit alarmed lost sensor during testing with test minilink and the glucose sensor simulator due to a problem isolated to the radio frequency board. The following physical damage was noted: minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed radio frequency error. The customer's blood glucose was unknown at the time of incident. Troubleshooting was performed. Self test passed. The insulin pump was returned for analysis.